Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that following a dilantin loading dose that had been set up as secondary infusion, the normal saline primary bag appeared to be expanded, and the drip chamber of the primary tubing was completely filled. There was a report of additional seizures after the event, however no other details are available.